Event description:
It was reported a brown spot/mark was observed on the aquacel product.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the product was not damaged and all other aquacel in the package are fine. Additional info was provided on (B)(6) 2014 stating "the customer had opened the package and the product had a spot (as mentioned) on the complaint form. Five seconds was only an estimated time of the customer seeing the spot after opening the package; and I assume that the product was used for treatment." No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received 10/19/2015. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. No previous investigations are available. After review of the detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).